Event description:
A customer reported that the equipment would not aspirate during a procedure. An alternate system was used and the procedure was completed with no impact to the patient.

Manufacturer narrative:
The company representative examined the system adn could not duplicate the customer reported problem. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause was not determined. (B)(4).